Event description:
Using the recalled philips bipap was having bad sore throat and pain in chest each morning. When I read about the recall I ask my provider to replace recalled machine. They refused and said wait for philips to replace or fix bipap. Since I was having problems I decided to go ahead and purchase a resmed bipap at my own expense. As soon as I switched to the resmed, my sore throat and pain in chest went away. Pretty sure that proves that the philips bipap was putting out something that was irritating my throat and bronchial tubes. I registered my philips for repair. That was six months ago. No word about fixing it yet. The resmed was the best (B)(6) you ever spent. FDA safety report ID # (B)(4).